Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited unknown foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the investigation results and provided information, it could not be definitively determined whether the foreign material (possibly simethicone) remained in the subject device. No damage was observed in the areas where the foreign material was detected, including the air/water channel, air/water cylinder, auxiliary water channel, and bending section cover. However, physical damage was confirmed in the insertion section, showing deformation and wrinkles. Reprocessing was conducted according to the instructions for use (IFU) for the air/water channel, air/water cylinder, and auxiliary water channel. It is unknown if reprocessing was performed according to the instructions for use (IFU) for the bending section cover and insertion section. However, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.